Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently entered an incorrect value when requesting a bolus. The customer's blood glucose (bg) level subsequently decreased to 42 mg/dl. The customer's wife provided assistance by providing sugar and paramedics administered intravenous glucose to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.